Manufacturer narrative:
Spacelabs is working with the customer to coordinate testing the device and has requested that the suspect device be returned to our facility for a detailed evaluation, we are waiting to receive the device. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report that alleges that a telemetry central station, in ICU, failed to alarm for an asystole condition.